Event description:
The customer reported a falsely elevated magnesium result generated by the alinity c processing module for a 29-year-old male patient. The sample was repeated, and a normal result was obtained. The following data was provided: customer¿s normal range: 1.6 to 2.6 mg/dl sid (B)(6): on (B)(6) 2025 initial result = 6.3 mg/dl, repeat result = 2.2 mg/dl no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed that the cuvette washer assembly was misaligned. The part was aligned/adjusted, which resolved the issue. The cuvette washer assembly was identified as the cause of the result issue. A review of instrument service history for serial number (B)(6) revealed that no additional discrepant result issues have been reported since the service activity was completed. A review of complaint and trending data for the alinity c processing module did not identify an increase in complaint activity associated with the complaint issue. Additionally, a review of complaint and trending data associated with the cuvette washer assembly did not identify any trends. A review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency was identified for the alinity c processing module, serial number (B)(6), or the cuvette washer assembly.

Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated magnesium result generated by the alinity c processing module for a 29-year-old male patient. The sample was repeated, and a normal result was obtained. The following data was provided: customer¿s normal range: 1.6 to 2.6 mg/dl sid (B)(6): on (B)(6) 2025 initial result = 6.3 mg/dl, repeat result = 2.2 mg/dl . No impact to patient management was reported.